Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the bard/davol device may have caused or contributed to the alleged patient outcome. Based on the information as alleged the date of implant for the bard/davol device is unclear. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventralex mesh (device 2). An additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) or an unspecified bard/davol ventralex hernia patch (device 2) on (B)(6) 2005 or (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device 1) and the ventralex hernia patch (device 2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.